Event description:
Information received by medtronic indicated that the customer received a critical pump error and the pump was exposed to moisture. Troubleshooting was performed. The customer performed safety checks on the insulin pump and the open book image error was found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 22-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure had completely come out of left fallopian tube/ misplaced essure wires/ both appear to protruded to myometrium / misplaced essure wires / device migration") and embedded device ("one essure wire is identified in the left fundic/cornual region/on the left, the essure device is in embedded in the muscle of the womb rather than in the fallopian") in a 39 year-old female patient who had essure inserted (lot no. He01182). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" on (B)(6) 2020). The patient had a medical history of laparoscopy on (B)(6) 2021, iliac fossa pain on (B)(6) 2021, slight temperature, tachycardia, lightheadedness, nausea and cramp in lower abdomen (2-6/10) on (B)(6) 2020, foot sprain (treatment: 1. Equalizer boot. 2. Advised to take pain killers and anti-inflammatory medication. 3. Fracture clinic appointment.) In 2018, lower abdominal pain and hysteroscopy in 2017, unwanted pregnancy (uss shows early pregnancy. Outcome: expelled products of contraception) in 2014, pregnancy (baby female livebirth at home) in 2007, pregnancy (baby male livebirth at 41 weeks 3810 grams) in 2006 and discomfort, multi gravida, anxiety, depression, oral contraceptive, postpartum depression (history of postnatal depression), spotting vaginal, constipation, dysmenorrhea, diarrhea and increased urinary frequency. Previously administered products included: mirena. Concomitant products included ibuprofen and dalteparin. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1425 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required), back pain ("back pain on regular basis"), pelvic pain ("pain in pelvis/ left sided pelvic pain"), adnexa uteri pain ("pain in fallopian tubes"), pain in extremity ("pain in left hand side being the w orst") and pregnancy with contraceptive device ("pregnancy with essure / intrauterine pregnancy"). Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding/ bleeding heavily"), dyspareunia ("dyspareunia"), mental disorder ("psychological issue"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach cramps"), dizziness ("dizzy"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with desogestrel, codeine, cerazette [cefaloridine] and paracetamol as well as surgery (bilateral salpingectomy, laparoscopic hysterectomy) and laparoscopic hysterectomy with bilateral salpingectomy. At the time of the report, the outcomes for device dislocation, back pain, pelvic pain, adnexa uteri pain, pain in extremity and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abdominal pain upper, alopecia, dizziness, dyspareunia, fatigue, genital haemorrhage, mental disorder, urinary tract disorder and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to back pain, pelvic pain, adnexa uteri pain, pain in extremity, device dislocation, pregnancy with contraceptive device or embedded device. The reporter commented: one still in fallopian tube aw aiting removal via hysterectomy other has come out of tube. Early device insertion- 2coils right 2 coils left patient has had a failed essure sterilization had a live iu pregnancy of approximately 6 weeks gestation descripancy noted in insertion date : as per argus (B)(6) 2017 as per sd : (B)(6) 2017 unable to rule out co-existing ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2021: the uterus is distended, there is fluid within the endometrial cavity and a small focus of intermediate density material, this is consistent with a single intrauterine pregnancy at an early stage. Beyond this there are physiological appearances of the pelvic organs· with no free fluid or additional extra uterine pregnancy/collection demonstrated. No ascites. No pathological ovarian lesion identified. No hydronephrosis. Comment: a single intrauterine pregnancy is confirmed; (date unknown): excluded a heterotopic pregnancy and showed normal ovaries [pathology test] on (B)(6) 2021: a: left fallopian tube : received is a fallopian tube measuring 8omm in length with a diameter of 5mm plus a separate piece of fibrous tissue measuring 6x6x6mm. The fimbrial end of the main specimen measures 30xl0x9mm. There is no macroscopic abnormality and no essure wires are identified uterus, cervix , right tube: one essure wire is identified in the left fundic/cornual region embedded within the myometrium. Situated in the right cornual region and appearing to extend in to the proximal portion of right tube is a second essure wire. The distal end of this wire protrudes below the covering serosa on the uterine surface in the region of the proximal extra-uterine portion of the right fallopian tube. [Pregnancy test] (date unknown): positive [ultrasound pelvis] on (B)(6) 2020: intrauterine pregnancy with gestation of approximately 6 weeks. Right ovary nad. Left ovary 27x14mm well defined area adjacent to ovary with some color flow demonstrated.; (date unknown): essure had completely come out of left fallopian tube [ultrasound scan] on (B)(6) 2017: suggested there might be a left adnexal mass.; on (B)(6) 2021: a right-sided 3.8 cm ovarian simple cyst. The left ovary was not seen. Both essure devices were seen and the right one seems to be placed a little deeper than the left; (date unknown): left-sided mass seen [ultrasound scan vagina] on 03-may-2017: anteverted uterus of normal appearance measures approx. 75mm in length. Cavity appears clear. Total endometrial thickness= 3.7mm. 'Both essure implants can be seen crossing the myometrium towards the ¿endometrial cavity. Both essure implants appear correctly placed. Both ovaries appear within normal limits. No obvious adnexal masses or free fluid seen on this scan; on (B)(6) 2018: anteverted uterus measures approximately 8.9cm in length total endometrial thickness measures 87.8mm. Cavity appears clear. There is a small intramural fibroid measuring 1,cm in diameter in the posterior uterine wall which indents into the endometrium. · there is also a 1. 5cm intramural fibroid in the posterior wall. Both ovaries appear within normal limits. No obvious adnexal masse or free fluid seen on this scan; on (B)(6) 2021: anteverted uterus approximately 9 and half cm long clear cavity total endometrial thickness = 7mm right ovary contains a 38mm simple cyst left. Ovary not clearly visualized no free fluid seen left essure device seen from top of fundal cavity through myometrium right essure device not seen from top of cavity but appears to be placed laterally and seen fundal and lateral to uterus bladder remained full post micturition x 2,·measuring 110 nm x 95rnm 90rnm after first micturition and 75rnm x 40rnm x 100rnm after second micturition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: mr received : events - abdominal pain, vaginal discharge, stomach cramps, dizzy, hair loss, fatigue were added, reporters information, medical history and concomitant drug added, lab data added and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.